Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
It was reported that a patient experienced an allergic reaction after the use of colorbiterock impression material. The symptoms reported include itching hands and forehead moving over the whole body. Most distinct on knees and feet plus shingles on upper abdomen. The reaction abated 2-3 days after the administration of cortisone.

Manufacturer narrative:
The device was evaluated and found to be within specification. Also, a DHR review was conducted with no discrepancies noted.